Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 5. Reference MFR reports: 1627487-2013-03565, 03566, 03567, 03568. The pt was 2 scs systems. The scs ipg related to this complaint is being reported. Additionally, the pt has multiple scs leads; it is unk which leads are related to this complaint therefore, all are being reported. The pt has 2 model 3163 leads and 3 model 3166 leads, 2 have with the same lot number. The pt reported, he is experiencing swelling at his scs ipg pocket site. The pt also reported, he experienced multiple falls and is subsequently experiencing a lump near his scs ipg pocket site. Additionally, the pt reported experiencing pain at both his scs ipg pocket site and scs lead sites. However, the pt reported one of his two systems is shocking him regardless of stimulation amplitude and while he is laying down. On (B)(6) 2013, f/u identified the pt is consulting with the physician regarding and scs ipg replacement. On (B)(6) 2013, f/u identified surgical intervention will be taken at a later date to address the issues. Furthermore, lead diagnostics showed invalid impedance values for the scs lead(s). The pt currently has the system turned off.